Event description:
New information notes that the lead was dislodged due to twiddlers syndrome.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
The atrial lead was returned due to dislodgement. A complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination found the helix was stretched consistent with procedural damage. The helix mechanism test could not be performed due to the as received condition of the helix.

Manufacturer narrative:
Correction: h6.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
It was reported that the atrial lead had dislodged. The physician elected to replace the entire system on (B)(6) 2021. The patient was stable.